Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she had difficulty calibrating the sensor and that it gave inaccurate readings. The blood glucose had run as low as 40 mg/dl. The customer was advised on insertion, taping, and calibration protocol. She declined to troubleshoot for low blood glucose. The insulin pump was not replaced or returned for analysis.